Event description:
It was reported to philips that the delivered defibrillator energy is outside of the 10% tolerance range per the customer's site and sometimes moves outside of the tolerance range per philips specifications. There was no reported adverse patient impact.